Manufacturer narrative:
Results: the benchmark dc was fractured approximately 7.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the benchmark dc was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is forcefully withdrawn from its packaging at an angle, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra benchmark 6f 071 delivery catheter (benchmark dc) was kinked about 8 cm from the hub upon removal from the packaging. The damage to the benchmark dc was noticed prior to use; therefore it was not used in the procedure. The procedure was completed using a new benchmark dc.